Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the insulation of the right ventricular (rv) lead was damaged. The rv was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Final analysis found the lead body insulation was cut at the proximal region consistent with procedural damage. No other anomalies were found.